Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 6.2 mmol/l at the time of the keypad anomaly. Customer tried to put her blood glucose levels in the bolus wizard. When the customer pressed the up arrow button, the numbers kept scrolling on their own. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer is also pregnant and does not want to rely on the manual injections for too long. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corner.